Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The sutureless connector was replaced because it needed to be cut off in order to tunnel the existing catheter over to the new pocket. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving infumorph (3.5 mg/day, 25 mg/ml) via an implantable infusion pump for the treatment of spinal pain. It was reported that the hcp had difficulty refilling the patient's pump due to loose pocket and pump flipping. The hcp had trouble at last refill which was approximately 4.5 months prior to (B)(6) 2018. There was no known environmental/external/patient factors that might have led or contributed to the issue. A pump revision was performed on (B)(6) 2018. It was noted that pocket relocated due to flipping and sutureless connector from existing catheter was replaced. No patient symptom was reported. The issue was resolved at time of the report and the patient status was alive with no injury. No further complication was reported.